Event description:
It was reported that the right ventricular lead had high threshold and was undersensing. The patient has had episode of one to two seconds of "dizziness". The parameters were reprogrammed. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068 implantable pacing lead, (B)(6) 1997. (B)(4).